Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of a patient on the next day after placement in the operating room. Insertion was performed with the gloves in the tray. The nurse injected water again into the removed catheter and confirmed water leakage over time. There was no history of bladder stones to the patient.

Event description:
It was reported that the foley catheter fell out of a patient on the next day after placement in the operating room. Insertion was performed with gloves in the tray. The nurse injected water again into the removed catheter and confirmed water leakage over time. There was no history of bladder stones to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted temp sensing foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.